Manufacturer narrative:
Evaluation of this complaint confirms that it is associated with a confirmed issue from a previously completed investigation; therefore, this complaint will also be dispositioned as confirmed. Per the previous investigation an additional complaint history review determined that discrepant result (false positive) on patient samples has been observed by customers when using alinity m sars-cov-2 amp kit (list 09n78) across multiple lots. To date, 139 complaint tickets have been received for the discrepant results (false positive) issue according to this additional search and the number has been increasing in recent months. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amplification kit (list 09n78-090) was identified. Specification not met-the number of customer complaints for discrepant result patient samples (false positives) when using alinity m sars-cov-2 amp kit list 09n78 has been increasing on a monthly basis. Therefore, this complaint investigation will be dispositioned as confirmed. Abbott molecular determined that a field corrective action (fa-am-sep2021-260) should be taken via approval of 489-risk on september 2, 2021. This action was reported per 21 cfr 806 to the FDA on september 4, 2021 (report number 3005248192-09-03-2021-001-c). The field corrective action was issued as an urgent field safety notice / field correction recall letter dated september 2, 2021 providing customers background on the issue, potential impact and necessary actions. Additional follow up on investigation and corrective actions will be communicated via the 806 process. Recall number: z-0004-2022. The following mdrs were also reported as related to fa-am-sep2021-260: 3005248192-2021-00214, 3005248192-2021-00145 follow up report 1, 3005248192-2021-00146 follow up report 1, 3005248192-2021-00155 follow up report 1 , 3005248192-2021-00190 follow up report 1, 3005248192-2021-00148 follow up report 1, 3005248192-2021-00168 follow up report 1, 3005248192-2021-00136 follow up report 1, 3005248192-2021-00161 follow up report 1, 3005248192-2021-00175 follow up report 1, 3005248192-2021-00220 follow up report 1, 3005248192-2021-00160 follow up report 1, 3005248192-2021-00116 follow up report 1, 3005248192-2021-00119 follow up report 1, 3005248192-2021-00169 follow up report 1, 3005248192-2021-00171 follow up report 1, 3005248192-2021-00172 follow up report 1, 3005248192-2021-00173 follow up report 1, 3005248192-2021-00174 follow up report 1, 3005248192-2021-00177 follow up report 1, 3005248192-2021-00183 follow up report 1, 3005248192-2021-00283, 3005248192-2021-00108 follow up report 2, 3005248192-2021-00113 follow up report 2, 3005248192-2021-00306, 3005248192-2021-00122 follow up report 1, 3005248192-2021-00157 follow up report 1, and 3005248192-2021-00158 follow up report 1.

Manufacturer narrative:
Elevated complaint investigation will be performed.

Event description:
Customer reported 17 false positive patient results on their alinity m sars cov-2 assay. The lab received 23 positive samples out of 59 which was the reason they decided to retest them. Upon retesting the 23 samples, 17 of them were negative. Customer ran 24 water samples, 5 came out as positive. Environmental swabs was also performed which determined that the mag bar on extraction unit 3 and all touchpoints on the instrument were contaminated. Customer then cleaned the instrument and lab area. The instrument is working as expected and customer has accepted the instrument for use. All false positive results were released outside the lab. It was confirmed that results for four patients were associated with pre-surgical tests and their surgeries were cancelled and rescheduled. Multiple attempts were made to gather information regarding the type of surgeries and how long the delay. No response was received from the customer.